Manufacturer narrative:
E1: customer full name information. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that light source gradually dimmed until visibility was lost during insertion during painless diagnostic colonoscopy procedure, forcing termination of the examination using olympus colonovideoscope. There were no reports of patient or user harm associated with this event.